Manufacturer narrative:
The device involved in the reported event was requested however it has not been received. Patient # 2 of 2.

Event description:
A report received from a user facility in belgium indicated that the surgeon observed a glistening residue in the incision after using the e7695 ophthalmic knife. Although there was no reported impact to the patient at the time of the event, the surgeon prescribed a course of antibiotics/corticosteroids as a precaution.

Manufacturer narrative:
On march 8 2018, (B)(6) informed us that while the patient had longer cells in the anterior chamber, the patient is now ok and does not have any chronic complication. The patient has fully recovered. Sample from the reported device were not provided for evaluation. A review of the device history records for these finished goods and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. By the details provided by the end user, it was determined that the glistening residue could have resulted due to the silicone solution removed from the ovens before the lubricant was set and dry. However, without the actual sample an exact root cause cannot be determined at this time.